Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. The downloaded data returned timeouts, a drive stall, and a 0x14 hazard alarm indicating an occlusion had occurred. The device was reset and rerun. No abnormalities were found in the rerun download data and no issues were found with the device components that would cause an occlusion; a root cause cannot be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 413 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, manual injection was administered and drank water. The ketones were positive.